Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no steps had been taken to resolve the patient's ins moving. The patient explained that the issue was still the same, and hadn't been resolved as they had not yet been able to see a doctor.

Event description:
A patient reported they have a return of symptoms and noted they are soaking wet. The patient noted they do not feel stimulation and therapy is on. The patient noted she did adjust the setting herself; however, that didn¿t help with symptom control. The patient changed programs and feels stimulation in the correct area. The patient did noted that when she first changed programs, she stated stimulation was too strong so she did decrease the setting to a more comfortable setting. The patient reported a loss of therapeutic benefit. The patient also noted they had a reprogramming session prior to the fall however that did not resolve the issue. The patient also report she believes that her implantable neurostimulator (ins) had moved. The patient noted she had fallen twice out of bed and both times she fell on the implant. The patient noted she fell the first time was two weeks ago and the second time was last week. The patient stated she noticed she didn¿t feel stimulation about one week prior to the falls. The patient is scheduled to see their healthcare professional (hcp) at the end of october however the patient stated that she will call for referral now. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.